Event description:
A report has been received from a peritoneal dialysis pt that reported the following event: pt called and said she is having a problem and stated that after her treatment there is water coming from the bubble part of the cassette. The clinic was contacted for further detail of this event. In speaking with the nurse, it was confirmed that the pt had received one prophylactic dose of antibiotics for this event. Reportedly this pt is fine and continues to use these treatment sets with no further ill effect reported. A sample is available for an evaluation.

Manufacturer narrative:
(B)(4).